Manufacturer narrative:
Due to character restriction in bloxck e1. E1 event site address is (B)(6). Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (initial reporter, event site address, event site city). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the fault was caused by a compressor failure that required replacement. The customer was provided with a quote but indicated that the process was still ongoing and the repair would not be carried out at this time.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) machine displayed a "system overheating" warning and emitted a loud, piercing noise during use. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.